Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day the sensor was inserted, the patient stated that they did not notice that the sensor had failed. The patient reported seeing red x on her unspecified pump. Within an unspecified timeframe after becoming aware of the wearable failure, the patient attempted to replace the sensor and passed out. The patient reportedly woke to paramedics. She was treated with glucagon and carbohydrates. The patient noted she did not receive an alert that she was hypoglycemic. At the time of the report the same day, the bg was reportedly stable (no value provided). No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). D10 concomitant medical device. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.